Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The suspected peritonitis was caused by an incident in which the patient¿s plastic adapter and transfer set became disconnected. Three days after onset of symptoms, the patient was hospitalized for the suspected peritonitis event and an unrelated medical condition. The patient was treated with injection vancomycin intraperitoneally (1.5 grams, two injections four days apart) for the peritonitis. The patient was discharged from the hospital nine days after being admitted. At the time of this report, antibiotic treatment was complete and the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that peritonitis was manifested with symptoms of bloating. On an unreported date, the patient recovered from the peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.